Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b32 scope error occurs, no image is displayed, the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely that for the reportable malfunction, the cause could not be determined. For the additional finding in which error b32 scope error occurs and no image is displayed, the cause is that the video cable is broken. For the finding that the fiber bonding in the outer tube area (distal end) is damaged, the most probable cause is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited endoeye goes dark for a moment during surgery and then reports error code e226 scope communication error. The issue occurred during therapeutic hemicolectomy procedure and was completed with another device. There were no reports of patient harm.